Event description:
Reportedly, firstly, subject guidewire was advanced to right ventricular branch (rvb) in the procedure to treat cto lesion at rca #1, several other guidewires and balloon catheters were advanced to target lesion, however stent delivery system (sds) couldn't advance into the lesion. Subject guidewire and balloon catheter were advanced again to rvb and balloon was inflated for anchoring purpose. Sds could advance to the target lesion, and stent was deployed. Then, to treat another lesion at distal segment of rca, subject guidewire was advanced into the target vessel. During attempt to lesion crossing physician felt some irregular response with the guidewire. Upon removal, core wire breakage was found with it, but the guidewire was in one unit up to the distal end without separation. Procedure was continued and with other guidewire.

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed its core wire broken at approx. 30mm from distal end, coil wire elongated while the guidewire was in one unit without separation up to distal end. Microscopic observation revealed core wire had broken after being rotated to clockwise direction. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained information and outcomes of investigation, it is inferred the guidewire distal end was trapped in the distal section of the target vessel, where torque manipulation was made and the rotational force was accumulated to core wire, thereby resulted in breakage of core wire due to the force exceeding the product design limit.